Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the blue ps femoral inserter broke during disassembly. This happened while closing surgery and packing everything up. Attempts have been made and no further information has been provided.